Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Device evaluated by manufacturer: returned product consisted of a mamba flex 135cm microcatheter there was no guidewire returned. The hub, shaft and tip were visually and microscopically examined. The device showed no damage. The device was flushed with a syringe of fluid and the fluid did not come out of the tip end. A .014 test guidewire was inserted into the hub end of the device and the wire transcended through the device with hesitations and restrictions in the lumen. The wire never reached the full length of the catheter due to the restrictions. The device was soaked in a bath. The device was retested by inserting the guidewire and the guidewire transcended through the device with no restrictions, and a small piece of fm exited the tip. The device was able to flush after the foreign material (fm) was removed. The identify the fm was a 95% cotton and 5% lycra.

Event description:
Reportable based on device analysis completed on (B)(6) 2022 it was reported that a guidewire could not advance through the device. A mamba infusion catheter was selected for use. During preparation a guidewire failed to load through the mamba. The mamba was replaced with another mamba and the procedure was completed. No patient complications were reported. However, device analysis revealed foreign material within the mamba.